Manufacturer narrative:
The insulin pump passed leak test. The pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm occurred after the pump error alarm was cleared. No unexpected power loss alarms in the long trace and pump history noted. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded v lith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 /pcba 1, pump was monitored and functioned properly. The pump was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power loss alarm. The customer's blood glucose level was 17 mmol/l at the time of the incident. The customer stated that the pump died over night and was unresponsive. The customer noticed that the battery cap was not secured properly. The product was returned for analysis.